Event description:
It was reported that the customer went into diabetes ketoacidosis and passed away. It was stated that the customer's mother was in contact with the endocrinologist, and she was instructed on how to care for her daughter, and actions to take if the customer gets worse. The mother stated that paramedics were called and took customer to the hospital. It was stated that the customer died soon after being admitted. Several attempts to reach the customer's relatives to complete the death investigation report and to request for the return of the insulin pump were conducted, but there was no answer. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.